Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as multiple use errors, including the transfer set disconnecting from the cassette. The pd nurse reported due to another indication the disconnection was most likely due to the patient making a mistake with the connection in addition to a touch contamination. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis event. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was not reported. The patient was ¿recently¿ retrained on the proper aseptic technique. No additional information is available.